Event description:
According to the reporter, while monitoring a pt with the device, the low battery warning sounded. The operator replaced batteries. The device "screamed", lost power and would not power up. No adverse affects to the pt were reported as a result of the alleged malfunction.